Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that their one touch verio iq meter read inaccurately high. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that their meter had been reading inaccurately for around two weeks; however this specific inaccuracy occurred during the morning of (B)(6) 2014. At this time the patient obtained a blood glucose result on the subject meter of ¿10.1mmol/l¿, which was higher than the patient felt and/or their normal readings. The patient manages their diabetes with insulin (self-adjuster) and denied taking any action in response to their regular diabetes management regimen routine as a result of the inaccuracy issue. An unknown period of time ¿soon after¿ the alleged inaccuracy, the patient suffered ¿diabetic seizures¿, was ¿shaking¿ and was ¿losing consciousness¿. As a result of this the emergency medical services were called and the patient was taken to hospital where they received IV glucose fluids from a healthcare professional (hcp) in e.r. At 8am on (B)(6) 2014 a blood glucose reading was obtained from the ems meter, however the exact meter reading could not be provided. The patient did say, however, that this reading was ¿very low¿. At the time of troubleshooting the csr noted that the correct unit of measure was set on the subject meter and the patient did not have control solution available to test the subject meter. The patient¿s products were requested for evaluation and replacement products were sent to the patient. This complaint is being reported because the patient claims to have obtained inaccurately high readings on the subject meter which led to them suffering symptoms which are suggestive of serious injury after the alleged meter issue began. Additionally, the patient received treatment from a hcp for these symptoms in e.r.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (02/23/2015). The patient¿s meter has been returned on 2/9/2015 and evaluated by lifescan product analysis on 2/11/2015 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. The retain test strips also passed all testing. A DHR (device history record) was completed on 02/18/2015 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.